Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet pump¿s display became unresponsive and remained black after outdoor exposure to high ambient heat, and a replacement device was shipped with instructions provided for shutdown, data handling, and return. Symptoms included no clinical effects reported. Outcomes included device replacement and continued cgm use via the dexcom app or receiver. Investigation included customer service troubleshooting, verification of logistics for replacement and return, and collection of device history details such as serial number and inspection of the returned device. Investigation of this device revealed a suspected device display or power control malfunction consistent with temperature-related impact to the sleep/wake function, with the affected component plausibly limited to the user interface/display module. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction potentially associated with environmental stress.